Manufacturer narrative:
The customer reported the texium was leaking, and returned a set of 22603-b007t, lot 24066654. Upon initial visual examination, the set had no defects or abnormalities. The set was tested with water from a gravity infusion, but no leaks were observed. The set was also tested at 30 psi for 10 minutes, but no issues were observed. The complaint could not be confirmed. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.

Event description:
It was reported that bd alaris pump module smartsite texium low sorbing infusion set was leaking the following information was received by the initial reporter with the following verbatim 1. Could you please provide a further description of the issue? Methotrexate chemotherapy hung per protocol; within minutes son came out of the room and notified this rn it looks like something is dripping from under the lvp channel. Paused all channels of the pump and investigated. Leak appears to be from the texium IV connection where it is or should be glued.

Manufacturer narrative:
. If a device evaluation and/or device history review is completed, a supplemental report will be filed.